Event description:
According to the affiliate, it was detected that the primary package for a 6f infiniti catheter was found open at the moment of using the product, compromising the sterility. The device problem occurred before use on the patient. It was verified that the damage on the package was caused during the transportation or storage process. It is unknown what action was taken to resolve the problem. It is also unknown if the product was stored according to labeling instructions.

Manufacturer narrative:
The product is available for analysis, however, the product has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the actual event date is currently unknown. The event date is incorrect and was inputted for purposes of submitting the report.

Manufacturer narrative:
However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. Device evaluated by mfg?: no.

Manufacturer narrative:
The device was received in sterile packaging pouch. Complaint conclusion: according to the affiliate, it was detected that the primary package for a 6f infiniti catheter was found open at the moment of using the product, compromising the sterility. The device problem occurred before use on the patient. It was verified that the damage on the package was caused during the transportation or storage process. It is unknown what action was taken to resolve the problem. It is also unknown if the product was stored according to labeling instructions. A non- sterile cath f6inf tl jr 3.5 100cm diagnostic catheter in its original inner pouch was received for analysis inside a plastic bag. No original outer packaging box was returned for analysis; the catheter was identified as lot number 15593442, catalog number 534619t. Per visual analysis, the pouch containing the non-sterile diagnostic catheter was received ripped/ torn damage at the chevron seal side. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿packaging/pouch/box-compromised sterility-seal open¿ was confirmed through analysis of the returned device. The exact cause and contributing factors could not be conclusively determined. Shipping and/or storage factors may have contributed to this issue. Neither the product analysis nor the DHR review results suggest that the reported failure could be related to the manufacturing process. In addition, the diagnostic catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the diagnostic catheters assembly and packaging process operations. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Please note that the device was not returned for analysis. Complaint conclusion: as reported, it was detected that the primary package for a 6f infiniti catheter was found open at the moment of using the product, compromising the sterility. The device problem occurred before use on the patient. It was verified that the damage on the package was caused during the transportation or storage process. It is unknown what action was taken to resolve the problem. It is also unknown if the product was stored according to labeling instructions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device, the reported ¿packaging/pouch/box compromised sterility-seal open¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, shipping and storage factors may have contributed to the reported issue. Neither the DHR nor the information available suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.